Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed prompts to connect a cgm or enter blood glucose and subsequently stopped automated dosing after operating in bg-run mode when the user paired a dexcom g7 sensor to the dexcom app instead of pairing directly to the ilet, resulting in failure to pair to the ilet until guided to start a new sensor and re-pair through the ilet. Symptoms included no reported hypoglycemia or hyperglycemia and no clinical symptoms. Outcomes included temporary interruption of automated insulin dosing with continued availability of glucose readings in the dexcom app and no hospitalization. Investigation included guided troubleshooting to initiate a new g7 sensor, enter the pairing code into the ilet, and restart the pump to re-establish cgm-pump communications. Investigation of this case revealed a pairing workflow error and app-to-pump integration failure consistent with user pairing to the dexcom app first rather than the ilet, which prevented cgm data from reaching the pump until corrected. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect pairing sequence leading to communication failure.